Event description:
The complainant reported a 70 year old male patient presenting for high risk percutaneous coronary intervention. The impella cp optical was selected for hemodynamic support. The physician was unable to advance the supplied 14fr introducer past the patient's existing iliac stents. A vessel perforation had developed and 2 covered stents were required.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.